Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the device was later reprogrammed. The patient was in stable condition.